Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: unknown event date. Implant date was an unknown date in 2022. G4 ¿ 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D6a: unknown date in 2022. H6 investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the provided x-rays revealed that there was a plate and screws construct implanted at the foot. The most largest screw was observed migrated lateral from the position it was first implanted. However, with the available information a root cause cannot be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for the screw. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent dynabunion surgery 12+ months ago and recently came back after they noticed a bump under their incision site. The non-locking trans-metatarsal screw backed out and required removal. During conversation with surgeon, he indicated there may have been a couple other instances of this type of issue. Sales rep was not certain of the screw length, so the exact product code of the involved screw was unknown. Revision surgery has not occurred. Original implant date was in 2022. Concomitant device reported: unk - plates: trauma (part# unknown; lot# unknown; quantity: unknown). This report is for an unknown fully threaded anti-drift bolt (screw) for (B)(4).